Event description:
It was reported that the right ventricular lead exhibited sensing issue. The lead was capped and replaced during a normal device changeout procedure. No patient symptom was reported.